Event description:
It was reported that after the lens was implanted the doctor saw a foreign body shaped like a ring. The foreign material was removed from the eye and the lens remains implanted. A delay in the procedure was mentioned; however, no medication or surgical intervention was required. No impact on daily activities reported and the patient has fully recovered. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, the lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that section "b3" was inadvertently not addressed in the section h10 of the initial MDR report; therefore, it has been addressed in this supplemental MDR report as indicated below: section b3 - date of event: date unknown/ not provided all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 31 may 2022. Section h3. Device evaluated by manufacturer? Yes . Device evaluation: the alleged foreign material was received wrapped in gauze. Product evaluation was not performed because the lens remains implanted. The alleged foreign material was received and was evaluated. The product was forwarded to eag for further analysis. Per eag laboratories, energy dispersive x-ray (edx) analysis of the area of interest revealed the presence of ti, with lower levels of al and v. Smaller amounts of fe, na, mg, si, p, s, cl, ca and fe were also detected. This data suggests a ti-al-v alloy (e.g., ti-6al-4v, or ti64), likely with aluminosilicates (¿dirt¿) and salts. Ftir analysis could not be used to identify the foreign material and therefore the results could not be compared against the añasco manufacturing library. The complaint issue of foreign material was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.